Manufacturer narrative:
Clarification to d6a: patients underwent complex hernia repair between (B)(6) 2017 and (B)(6) 2021. Article citation: jahangiri, y., goldsmith, d., banks-venegoni, a. Et al. Effectiveness of pre-operative chemical component separation with computed tomography-guided intramuscular injection of onabotulinumtoxina in outcomes of large complex incisional ventral abdominal hernia repair: a propensity score-weighted comparative analysis. Hernia 29, 171 (2025). Https://doi.org/10.1007/s10029-025-03369-w. Multiple requests for further information have been made. Abbvie has received no response from the authors. This is a known potential adverse event addressed in the product labeling.

Event description:
Via article, "effectiveness of pre-operative chemical component separation with computed tomography-guided intramuscular injection of onabotulinumtoxina in outcomes of large complex incisional ventral abdominal hernia repair: a propensity score-weighted comparative analysis," noted a propensity score weighted comparative analysis of 97 patients with large ventral abdominal hernias who underwent complex hernia repair with or without botox injection between november 2017 and october 2021. Strattice was used in 11 cases. Other meshes used were prolene (45), ventralex (21), and vicryl or phasix (12). No mesh was used in 8 patients. The authors report overall hernia recurrence during follow-up of 16/97 but do not specify recurrences by mesh type. A total of 4 patient reported post-op pain control issues. Other complications are not specified for this analysis.